Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that rx voyager balloon ruptured at unk pressure during use. Reportedly, there were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). (B)(4).